Event description:
The customer reported that the insulin pump was exposed to fluid. The buttons are not responding. The blood glucose reading was 361 mg/dl. The patient treated with manual injection. In troubleshooting, the customer was unable to perform a self test as the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump had moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.